Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("physician opened the fallopian tube and there was indeed a tip of the essure left in that fallopian tube"), device dislocation ("on hysteroscopy, there was no visible essure on the left"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. The patient's medical history included uterine fibroids. *the race of patient was african american. Concurrent conditions included amenorrhea, back pain, depression and anxiety. On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced bacterial infection ("infection (other) describe: bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, bacterial infection, headache and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, device breakage, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discussed non hormonal treatment options including ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, headaches, vaginal bleeding, device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("physician opened the fallopian tube and there was indeed a tip of the essure left in that fallopian tube"), device dislocation ("on hysteroscopy, there was no visible essure on the left"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. The patient's medical history included uterine fibroids. *the race of patient was african american. Concurrent conditions included amenorrhea, back pain, depression and anxiety. On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced bacterial infection ("infection (other) describe: bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, bacterial infection, headache and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, device breakage, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discussed non hormonal treatment options including ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, headaches, vaginal bleeding, device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received. Lot number added. Lab data added. Concomitant medication and condition added. Events menorrhagia, abnormal bleeding (vaginal), infection (other) describe: bacterial infection, migraines, headaches, nausea, vaginal discharge, fatigue, hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.